Event description:
Allegedly, due to doubt of armd (adverse reaction to metal debris) which is a revision because it is a pseudotumor after total hip arthroplasty. The surgeon, dr. (B)(6), mentioned that this can occur with metal on metal devices. The surgeon requested to measure the amount of implant wear at the following junctions: cup + head, head + neck, and neck + stem. The interface between the femoral head and the neck and the interface between the stem and neck have black discoloration. The articulating surface of the femoral head and cup visually looks good. (B)(6).

Event description:
Allegedly, the patient was revised due to a suspected adverse tissue reaction to metal debris (armd) and the presence of a pseudotumor. The surgeon indicated that such complications can occur with metalon- metal (mom) tha constructs and has requested to assess the wear of the products at the following junctions: acetabular cup and femoral head, femoral head and femoral neck, and femoral neck and femoral stem. The surgeon describes the presence of "black discoloration" at the interfaces between the femoral head and the femoral neck as well as between the femoral neck and femoral stem. Additionally, the surgeon described the articulating surfaces of the femoral head and acetabular cup as "visually looks good." Japan- (B)(4).

Manufacturer narrative:
Updated incident description, initial reporter information, adverse event problem and investigation codes.